Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration of essure device location of device: uterine cornual-r/ migration'), fallopian tube perforation ('perforation (fallopian tube(s)),/migration of essure device location of device:underneath the serosa- l/ migration') and genital haemorrhage ('gen. Abnorm. Bleed') in a 32-year-old female patient who had essure (batch no. 758632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic back pain, migraine and multiparous. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"), 4 months 7 days after insertion of essure. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy"). The patient was treated with bupropion and surgery (laparoscopic bilateral salpingectomy, removal of essure coils and fluoroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: right: two coils left: six coils the essure was deployed with six coils remaining inside the endometrial cavity. Date(s) of insertion: (B)(6) 2011 (B)(6) 2010 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2012: total bilateral occlusion, right and left fallopian tubes do not contrast opacify. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events: breakage , migration, abdominal pain, gen. Abnormal. Bleeding, allergy were added. Outcome of events pain, bleeding, allergy were added has resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterine cornual-r') and fallopian tube perforation ('perforation (fallopian tube(s)),/migration of essure device location of device:underneath the serosa- l') in a 32-year-old female patient who had essure (batch no. 758632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic back pain, migraine and multiparous. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with bupropion and surgery (laparoscopic bilateral salpingectomy, removal of essure coils and fluroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: right: two coils. Left: six coils. The essure was deployed with six coils remaining inside the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2012: total bilateral occlusion, right and left fallopian tubes do not contrast opacify. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterine cornual-r') and fallopian tube perforation ('perforation (fallopian tube(s))/migration of essure device location of device:underneath the serosa- l') in a (B)(6) year-old female patient who had essure (batch no. 758632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic back pain, migraine and multiparous. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with bupropion and surgery (laparoscopic bilateral salpingectomy, removal of essure coils and fluoroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: right: two coils. Left: six coils. The essure was deployed with six coils remaining inside the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2012: total bilateral occlusion, right and left fallopian tubes do not contrast opacify. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migration of essure device location of device: underneath the serosa- l; uterine cornual- r/perforation (fallopian tube(s)) were added. Outcome of pelvic pain was added. Patient's medical history was added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.